Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant of the leadless implantable pulse generator (ipg), the patient experienced arteriovenous fistula. The patient was hospitalized for twelve days as a result. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.